Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was hospitalized due to worsening heart failure, acute renal failure, and hemothorax. Pharmacological intervention and chest tube insertion were performed. The patient's condition deteriorated, and the patient later died on (B)(6) 2011.